Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed on a stored egm. The patient was asymptomatic. The clinician was requested to provide more documentation for potential programming changes. No further information is available at this time.